Event description:
It was reported via repair work order that the steer lock caster was installed on the wrong leg which could affect cot maneuverability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.